Event description:
Caller reported a power source alert that occurred despite using a tandem charging cable and wall adaptor. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The caller attempted multiple troubleshooting steps, including leaving the wall adapter plugged in for 30 minutes and trying different adapters and cables, but these efforts did not resolve the issue. Technical support decided to replace the pump as a resolution.